Event description:
In 2008, the patient underwent an endovascular procedure to treat an infrarenal aortic aneurysm. Two gore excluder aaa endoprosthesis aortic extender components were implanted as part of the endograft system. Three months later, a computed tomography angiography showed an unspecified endoleak with contrast pooling along the posterior wall of the aneurismal sac. In 2009, a computed tomography angiography showed an endoleak with contrast pooling along the posterior wall of the aneurismal sac. This computed tomography angiography suggested a proximal type 1 endoleak. There is no noted aneurysm growth. The physician is monitoring the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: